Manufacturer narrative:
Approximately two months later this device was explanted and successfully replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information the longevity on the is pacemaker had spontaneously decreased from 1.5 years one month ago to now declaring elective replacement time (ert). A boston scientific technical services consultant questioned if the device had been reprogrammed. The local area sales representative reported the automatic capture feature in the device was in retry with pacing outputs set to 3.5 volts. This was a possible explanation for the decrease in longevity. Technical services recommended replacing the device within 90 days. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local are sales representative indicated a device replacement procedure has not yet been scheduled. However, the device planned to be returned for analysis upon explant. The cause for the device retry had not been determined. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.